Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Troubleshooting was performed and the insulin pump passed the self test. It was stated that the customer had a large lunch and believed that he was not connected during bolus, that might have caused him to go high. It was also stated that the customer saw insulin in the reservoir compartment. Nothing further reported at the time of call.